Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl and low blood level of 50 mg/dl. The customer experienced different blood glucose level of 61 mg/dl. The customer did not experienced symptoms due to high blood glucose and low blood glucose level. The customer was treated with bolus for high blood glucose and orange juice and food for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active and automatically adjusting insulin at time of low blood glucose level. Based on customer report customer did not allege pump was under delivering or over delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Troubleshooting was performed for high blood glucose and low blood glucose level. The insulin pump will not be returned for analysis.